Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for a normal follow-up. Non-sustained rv oversensing was observed due to possible myopotential oversensing. Oversensing was reproducible with deep breathing. Programming changes were made and no additional oversensing was observed. Patient will be monitored with routine follow-ups.

Event description:
New information received states that another instance of post paced t wave oversensing was observed. Further programming changes were implemented. The patient was asymptomatic.